Event description:
A customer had a problem with a mahurkar dialysis catheter. The customer reports, "the guidewire unraveled as it was being removed from the catheter. The catheter had to be removed to get the guide wire cut, and another catheter was placed."